Event description:
Received information about a crown valve that was explanted on (B)(6) 2021 due to severe calcification in the short-term remote period. No further information available at this time, including implant duration, patient outcome, replacement valve, or other relevant details.